Event description:
It was reported to tyco healthcare/kendall, that a customer had a problem with a umbilical catheter. The customer reports uvc catheter was placed and on the morning of 2008, it was discovered that the catheter broke beneath the hub causing IV solution to leak into the bed.

Manufacturer narrative:
Submit date: 09/03/2008. An investigation is currently underway; upon completion, the results will be forwarded.